Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ppae ( hematuria): the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during support on impella cp the patient was positive for hematuria since pump placement and back to unit. Position was confirmed with echocardiogram per nurse. Mean arterial pressures in the high 90's-low 100's. Stated no issues with foley placement. Discussed troubleshooting options and medical doctor opted to leave as is. Later the patient was successfully weaned and survived.